Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedances of greater than 125 ohms. It was noted that the shock impedances had been gradually increasing. Boston scientific technical services (ts) were consulted and discussed troubleshooting options. It was noted that there was no noise and all other lead measurements appeared normal. No adverse patient effects were reported.

Event description:
Additional information was provided that a non-invasive programmed stimulation (nips) procedure was performed due to the high shock impedances. A commanded 1.1 joule shock was delivered and impedance of 39 ohms were observed. Then, vf was induced and the device converted the patient successfully with a 41 joule shock and impedances were 38 ohms. Then a manual shock impedance test was performed, and 58 ohms was observed. The physician has therefore elected to continue monitoring the patient closely. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.